Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple boluses were program. Boluses were delivered and properly recorded in the daily history log. No unexpected suspend delivery noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump had an auto off anomaly. The insulin pump¿s auto off was set to 20 hours but somehow it had suspended at 6:06 am in the morning, when she had a bolus showing within the timeframe that it should¿ve kept it on. The customer¿s blood glucose level during the incident was 278 mg/dl. It was verified that the auto off was set to 20 hours. Troubleshooting was performed and insulin exited without incident. They advised that the issue had happened earlier in the week as well within 10 hours of use. Due to the auto off anomaly, the device will be returned for analysis.